Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic, birth - complication') and genital haemorrhage ('general abnormal bleed') in a 31-year-old female patient who had essure (batch no. B94868, c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2000; (B)(6) 2003; (B)(6) 2009; (B)(6) 2014.), miscarriage and vaginal delivery. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraine/headache"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, migraine, nausea, depression and anxiety outcome was unknown and the genital haemorrhage, abdominal pain and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping, general abnormal bleed, psych injury. Discrepancy noted for previously reported hysterosalpingogram and now it has been reported as plantiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number added. Following events were added : menorrhagia, abnormal vaginal bleeding, migraine/headache, nausea. Event psych injury was replaced with depression and mental anguish. Medical history and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and ectopic pregnancy with contraceptive device ('pregnancy: ectopic, birth - complication') in a 31-year-old female patient who had essure (batch no. B94868,c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2000; (B)(6) 2003; (B)(6) 2009; (B)(6) 2014.), miscarriage and vaginal delivery. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraine/headache"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), abdominal pain ("pelvic/ abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, migraine, nausea, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping, general abnormal bleed, psych injury. Dicrepancy noted for previously reported hysterosalpingogram and now it has been reported as plantiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no b94868, production date 2013-11-13, expiration date 2016-11-30. Batch no c22915 , production date 2014-02-11, expiration date 2017-02-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.event outcome were updated to recovered: pain. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic, birth - complication') and genital haemorrhage ('general abnormal bleed') in a 31-year-old female patient who had essure (batch no. B94868,c22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 2000; (B)(6) 2003; (B)(6) 2009; (B)(6) 2014. Miscarriage and vaginal delivery. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraine/headache"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 5 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the ectopic pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, migraine, nausea, depression and anxiety outcome was unknown and the genital haemorrhage, abdominal pain and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping, general abnormal bleed, psych injury. Dicrepancy noted for previously reported hysterosalpingogram and now it has been reported as plantiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Batch no b94868 production date 2013-11-13 expiration date 2016-11-30 . Batch no c22915 production date 2014-02-11 expiration date 2017-02-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic, birth - complication') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping") and psychological trauma ("psych injury") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral and salpingectomy bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping, general abnormal bleed, psych injury . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: events added: pain: pelvic/ abdominal, dysmenorrhea (cramping, general abnormal bleed, ectopic, birth - complication, psych injury were added. Suspect drug start date was updated from (B)(6) 2012 to (B)(6) 2014. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.